Event description:
(B)(4) has received a letter of complaint from the end user's daughter. It stated that her mother had been using an assist rail for about two (2) years to assist herself to get in and out of bed. The assist rail was allegedly imported and distributed by drive medical. It was alleged that at the day of event, the end user was reaching for the bed side table when she fell out of bed and her neck got caught between the bed and the assist rail, strangling her to death. There is no info indicating any defect and/or malfunction with the product that lead to the event. The initial rptr did not provide a serial number associated with the product, therefore (B)(4) is unable to identify the MFR. This MDR report is based on the letter of complaint. Based on the only photo provided by the initial rptr, a 10-feet long piece of hose-like device was seen tightened to the assist rail. The hose is seen hung down to the floor and extended towards underneath the bed. It is unclear at this time that if the hose-like device has contributed to the alleged end user strangling. The photo also indicates that the assist rail might not be installed correctly on the bed. (B)(4) has been contacting our insurance company requesting additional info and getting access to the alleged product.